Event description:
It was reported that a patient who had a filer placed approx 9 months ago came in and a CT scan performed. Two-three filter limbs were found to be perforating the caval wall and are touching the patient's spine. Due to the current patient status of being asymptomatic, the dr has decided to leave filter implanted and will continue to monitor the patient & filter.